Event description:
On (B)(6) 2012, the patient's mom/reporter claimed that the patient's blood glucose had been elevated between 300 and 560 mg/dl. Reportedly, the patient received a 10 unit from a hcp to correct the patient's blood glucose to 300 mg/dl. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The reporter claimed that the cannula has been bent several time in the past. In addition, the reporter indicated the subject pump only delivered 8 units of insulin when the hcp programmed 10 units. The patient did not develop any symptoms that would suggest acute complication of diabetes at the time of concern. This complaint is being reported due to the alleged incorrect insulin dispense and because, the patient received medical intervention from a hcp for a blood glucose of over 500 mg/dl while on insulin pump therapy. The animas product was requested back for investigation.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 to the end of pump use on (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. A replace cartridge alarm occurred at 3:33 pm on (B)(4) 2012. The prime history shows that the pump was not primed again until 6:19 pm on (B)(4) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.